Event description:
It was reported that the user experienced extended hyperglycemia while using the ilet system, with review indicating frequent use of meal announcements as corrective boluses that could interfere with algorithmic insulin dosing. Symptoms included elevated blood glucose up to 311 mg/dl without reported acute clinical sequelae. Outcomes included user-managed recovery without hospitalization, professional intervention, or assistance, and without ketone testing. Investigation included review of device logs and troubleshooting with education on appropriate use of meal announcements and correction strategies. Investigation of this case revealed that user behavior involving manual corrective meal announcements contributed to prolonged hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with therapy settings and algorithm use, addressed through troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.